Event description:
It was reported that this right atrial (ra) lead exhibited slightly increased sensing and threshold. This lead was explanted and replaced. No additional adverse patient effects were reported.